Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Multiple follow up attempts were made by tandem technical support to obtain additional information, however, a response from the customer was not received. Customer¿s blood glucose level was 77 mg/dl.